Event description:
The customer reported via phone call that her dog chewed the insulin pump. Customer's blood glucose was 118 mg/dl. Customer stated that the dog chewed off the end of the pump and the damage is located on the opposite side of the reservoir compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a minor scratched lcd window, dog chew marks around pump, cracked battery tube threads, a cracked reservoir tube lip, and a broken off/missing end cap.